Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va0le4q, implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 14-may-2017, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient tripped over a sidewalk and hit his head. The patient's symptoms returned and impedances were checked. The left lead had all high impedances. An x-ray was taken and a fracture was detected. The patient was in the or on (B)(6) 2020 and impedances still showed high. The physician looked at the lead and saw the fracture. The lead was explanted and a new lead was put in. No further complications were reported/anticipated.